Event description:
After insertion, radiology found a coiled fragment of gw or stylet by xray. They tried to reposition and flush to remove the fragment. This was not successful and interventional radiology ended up removing the embolized fragment without incident.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.